Manufacturer narrative:
(B)(4) = shrouds, firing trigger teeth. The analysis results found that the ats45 device was received with the firing mechanism damaged and with no cartridge reload present. In addition, the handle shrouds were noted to be slightly open. No functional test could be performed due to the condition of the device; however, the device closed and opened properly during testing. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a rectosigmoidectomy procedure, the product presented failure during use. The product presented technical problems. Another like device was used to complete the procedure. There were no adverse consequences for the patient.